Manufacturer narrative:
The affected device will not be returned for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross ref: complaint ID (B)(4), cross ref: complaint ID (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there is a green horizontal line flickering occurring right when the scope is first plugged in. Sometimes it gets so bad where the green horizontal lines become a flash disruption of the image. This has happened to multiple scopes and some have worse flickering or flashing of the image. At times it ends up where the scope completely dies and it goes back to the blue dashboard screen. They tried different camera boxes and different tc028 adapters. The symptoms persisted and it's occurring to another facility with similar lot code. They were able to complete the procedure after opening a new scope which was a reusable one instead of a disposable scope. No negative impact in state of health reported. Cross ref: 1221826-2025-00814, 1221826-2025-00816.

Manufacturer narrative:
Correction in section h5 yes labeled for single scope.

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID_(B)(4).